Event description:
Initial and follow-up info rec'd on 23-dec-2009 and 28-dec-2009 respectively, were processed together. Initial report: this spontaneous case from (B)(6) was reported by a physician via sales rep to our local affiliate (B)(4). This case has been downgraded to non-serious by gpe. This case involves a female pt (age nos) who was treated with poly-l-lactic acid (sculptra), therapy dates, dose, and indication nos. On an unspecified date, she experienced nodules. It is unk if there was any corrective treatment. No other info was provided. Relevant medical history and concomitant medications were not reported. Reporter's causality: possible. A ptc (pharmaceutical technical complaint) has been issued. (B)(4).

Manufacturer narrative:
Device qc performed; 12/31/09 mon.